Event description:
During robotic case, the harmonic scalpel machine beeped and a message displayed that stated "replace instrument, blade error detected, unplug hand piece and replace instrument. Instrument removed, and replaced after the intuitive rep completed troubleshooting device. Unable to correct issue. No harm to pt.